Event description:
Boston scientific received info that this lead was used in an off-label manner as the physician put the lead into the right atrial (ra) port within the device, but placed the lead into the right ventricle. Approximately three weeks later the lead dislodged into the right atrium and was oversensing creating inappropriate ventricular tachycardia (vt) episodes. The lead was explanted. No adverse pt effects were reported.